Manufacturer narrative:
Investigation conclusion: there were no related quality notifications on 6187962 or 6187963. All process and final inspections comply with specification requirements. Root cause description: there was no sample and/or photo available for evaluation. Based on the investigation, a root cause could not be determined within the scope of this evaluation.

Event description:
It was reported that bd vacutainer® buffered sodium citrate (9nc) blood collection tubes are overfilling during use. No injury or medical intervention reported.

Manufacturer narrative:
"Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 6187963. Medical device expiration date: 2017-04-30. Device manufacture date: 2016-07-05 . Medical device lot #: 6187962. Medical device expiration date: 2017-04-30. Device manufacture date: 2016-07-05.